Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the pain around the implant site was due to the controller not working properly. The issue has been resolved. The rep reached out to them and they got a new controller. They met in person and the patient got relief, etc. Going.

Event description:
It was reported that the patient sent an email stating they are experiencing pain around where their implanted stimulator (ins) is. It hurts!! It has caused that area of my back to be very sore. It was implanted on (B)(6) 2020. It has worked extremely well until a few months ago. Being able to reach a technician in the area is very difficult. Pt could not get a technician to meet with them at the doctor's office. The device caused so much discomfort over the weekend, that they have entertained going to the emergency room and having it removed. It takes forever for it to charge and for the controller to charge. They can put a setting in the controller and want it in the position for 3 minutes and it will not keep that setting.  (B)(6) 2024 (B)(4) (con): agent called to patient to troubleshoot device because patient is not able to charge the implant (ins), agent left voicemail for patient to call patient services (pats) for assistance. Agent reached out to patient. Pt says they haven't been able to charge for "a couple of months" and spoke with rep this morning and was told to call back. They said the screen doesn't come on but if they put aa batteries in the screen comes on, and they can connect with ins so it doesn't appear to be discharged. They don't have battery pack (bp) with them but said with aa batteries they can connect with ins and they said stimulation is off. Emailed repair to send replacement controller. Pt says he will follow up with rep about stimulation issues mentioned in email. The patient has been unable to charge their remote control. The unit will not hold a charge.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.